Event description:
The company received a report where it was claimed that a leakage from the cuff occurred while in patient use. Replacement of the device was required.

Manufacturer narrative:
The lot number is unk. Return of the device for failure investigation has been requested, however; has not been received. No analysis or conclusions can be drawn without the device or the lot number. If the device is received for failure investigation, a summary of the investigation will be provided in a supplemental report.